Event description:
Paramedics were transporting a pt, condition unknown, in a helicopter. The pt was monitored with ECG, etco2, spo2, and nibp. According to the reporter, while in flight, the device's monitoring parameters began failing one by one while the ECG continued with excessive artifact. The pt was not resuscitated, however the reporter stated the pt's death was not the result of the alleged malfunction because the pt was not viable. Following the incident, the device was checked by the facility and appeared to operate properly.